Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. Philips field service engineer confirmed reported problem: flow out of tolerance -and discovered nav ring out of order - top cover out of order. Complete replacement of the gds, of the front and the upper cover resolved these issues. The part was returned to the manufacturer for investigation: it was determined customer compliant was caused by an out of spec air flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow accuracy was found out of tolerance. There was no patient involvement.